Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to it becoming dislodged while the patient underwent a heart procedure. A new device was implanted. No additional patient effects were reported.